Event description:
The lead was explanted when the physician was not able to reposition the lead due to high thresholds. It was also reported that no impedance on the lead could be obtained through the psa. The physician nicked the lead with the scaplel when removing the lead.